Manufacturer narrative:
Quality controls were within range on the day of the event. Sample centrifugation speed and time were not appropriate for the sample tube type that was used. Upon review of the alarm trace, a sample short alarm occurred for the ise parameters run on the complained sample. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory to the physician. The sample was repeated. The sample was initially processed on a cobas p 612 pre-analytics system prior to running on the e 801 analyzer. The sample initially resulted with a tsh value of 0.0233 miu/l, which repeated as 0.649 miu/l. The sample initially resulted with a ft4 value of 3.98 pmol/l, which repeated as 18.0 pmol/l. The tsh and ft4 reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.